Event description:
It was reported that anomalous capture and sensing values were noted. Lead damage was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 48.9-49.4cm from the distal tip. One of the re conductor etfe coating was abraded at the same location. This is consistent with the observation from the field of capture anomaly.